Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic area pain (intermittent to constant and mild to severe at times often) pain"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding (general),") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, abdominal pain, left lower quadrant pain, pain, pregnancy, laparotomy, general body pain and ovarian cystectomy. Concurrent conditions included painful periods since (B)(6) 2014, general body pain, dyspareunia and ovarian cyst ruptured. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaid's, paracetamol (acetaminophen), sertraline hydrochloride (zolof) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 10 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy(as written) bilateral salpingectomy and total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, genital haemorrhage, vaginal haemorrhage, pelvic adhesions, menorrhagia, depression, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: negative. Computerised tomogram abdomen - on (B)(6) 2014: results: bilateral essure devices noted. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: results: simple paratubal cyst fragment of ovarian parenchyma with cystic follicle. The right cornu contains a disrupted metallic string-like medical device, measuring 1.0 cm x 0.3 cm. The left cornu contains an intact similar appearing medical device measuring 2.5 cm in length by 0.3 cm in diameter. The segment of fallopian tube contains additional previously described medical device with the remaining tube segments unremarkable. Ultrasound pelvis - on (B)(6) 2015: results: ovarian cyst rupture. On (B)(6) 2014 gyn report revealed, bilat ovs seen with follicles. Essure seen in correct position. Essure in proper place. On (B)(6) 2015 gyn report revealed, essure seen in correct position. Rt ov seen with follicles. Lt ov seen with what appears to be a collapsing cyst =2.22cm on (B)(6) 2016 gyn report revealed, uterus normal with no fibroids. Endometrium normal. Essure noted in both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " dyspareunia, fatigue, abdominal pain" were added. Outcome of event " pain" was updated as recovering. Concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic area pain (intermittent to constant and mild to severe at times often) pain"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding (general),") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, abdominal pain, left lower quadrant pain, pain, pregnancy, laparotomy, general body pain and ovarian cystectomy. Concurrent conditions included painful periods since (B)(6) 2014, general body pain, dyspareunia and ovarian cyst ruptured. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, 5 months 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (total laparoscopic hysterecomy(as written) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, genital haemorrhage, vaginal haemorrhage, pelvic adhesions, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: negative computerised tomogram abdomen - on (B)(6) 2014: bilateral essure devices noted hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ultrasound pelvis - on (B)(6) 2015: ovarian cyst rupture on (B)(6) 2014 gyn report revealed, bilat ovs seen with follicles. Essure seen in correct position. Essure in proper place. On (B)(6) 2015 gyn report revealed, essure seen in correct position. Rt ov seen with follicles. Lt ov seen with what appears to be a collapsing cyst =2.22cm on (B)(6) 2016 gyn report revealed, uterus normal with no fibroids. Endometrium normal. Essure noted in both tubes. On (B)(6) 2017, pathology test revealed simple paratubal cyst. Fragment of ovarian parenchyma with cystic follicle. The right cornu contains a disrupted metallic string-like medical device, measuring 1.0 cm x 0.3 cm. The left cornu contains an intact similar appearing medical device measuring 2.5 cm in length by 0.3 cm in diameter. The segment of fallopian tube contains additional previously described medical device with the remaining tube segments unremarkable. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received, event added- depression and mental anguish. Events onset date added. Concomitant drug added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic area pain (intermittent to constant and mild to severe at times often) pain"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding (general),") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 5 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy(as written) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, genital haemorrhage, vaginal haemorrhage, pelvic adhesions and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100.68 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia) are added. Lab data updated. Concomitant drug & condition, historical drug and condition are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pelvic area pain (intermitten to constant and mild to severe at times often) pain') and menstrual disorder ('menstruation issues') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, abdominal pain, left lower quadrant pain, pain, pregnancy, laparotomy, general body pain and ovarian cystectomy. Concurrent conditions included painful periods since (B)(6) 2014, general body pain, dyspareunia and ovarian cyst ruptured. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zolof) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 10 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterecomy(as written) bilateral salpingectomy and total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, pelvic adhesions, depression, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: negative. Computerised tomogram abdomen - on (B)(6) 2014: results: bilateral essure devices noted. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: results: simple paratubal cyst fragment of ovarian parenchyma with cystic follicle. The right cornu contains a disrupted metallic string-like medical device, measuring 1.0 cm x 0.3 cm. The left cornu contains an intact similar appearing medical device measuring 2.5 cm in length by 0.3 cm in diameter. The segment of fallopian tube contains additional previously described medical device with the remaining tube segments unremarkable.. Ultrasound pelvis - on (B)(6) 2015: results: ovarian cyst rupture. On (B)(6) 2014 gyn report revealed, bilat ovs seen with follicles. Essure seen in correct position. Essure in proper place. On (B)(6) 2015 gyn report revealed, essure seen in correct position. Rt ov seen with follicles. Lt ov seen with what appears to be a collapsing cyst =2.22cm on (B)(6) 2016 gyn report revealed, uterus normal with no fibroids. Endometrium normal. Essure noted in both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome for all events pertaining to pain and bleeding changed to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required). The patient will be treated with surgery (scheduled a hysterectomy in (B)(6) 2017) and surgery (diagnostic laparoscopic surgery in (B)(6) 2016). At the time of the report, the pelvic pain, menstrual disorder and pelvic adhesions outcome was unknown. The reporter considered pelvic pain, menstrual disorder and pelvic adhesions to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented, menstruation issues (seen as menstruation disorder) and severe pelvic pain. Approximately 2 years after placement, a diagnostic laparoscopic surgery was performed due to bleeding and pelvic pain and pelvic adhesions were found, a total hysterectomy was scheduled. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Also pelvic, abdominal and uncharacterized pain may occur. In this particular case, the events occurred after insertion. Considering the events' nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since a surgical intervention will be required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented, menstruation issues (seen as menstruation disorder) and severe pelvic pain. Approximately 2 years after placement, a diagnostic laparoscopic surgery was performed due to bleeding and pelvic pain and pelvic adhesions were found, a total hysterectomy was scheduled. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Also pelvic, abdominal and uncharacterized pain may occur. In this particular case, the events occurred after insertion. Considering the events' nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since a surgical intervention will be required. As a product quality defect could not be confirmed but is considered plausible, the product technical analysis concluded that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.